Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: without the device returned for investigation, and based on what is reported in description of event, it is not possible to determine if the sheath tip was frayed upon opening of the package. However plausibly gap between the dilator tip and sheath could be the cause of the encountered advancement difficulties. Plausibly damage to the sheath tip also occurs due to advancement into severe calcified artery or tortuous anatomy. Since it is stated that the device was used, it is unable to determine the exact cause of this event. No evidence to suggest the device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used on a (B)(6) male patient by right cfa approach as an emergency treatment of thoracic aortic dissection on (B)(6) 2015. Diameter from the right cfa to the cia was f7.7-8.5 mm. There was slight tortuosity in the right cia but no calcification observed. The patient was not suitable for the repair with the device though, the physician prioritized life prolongation in this emergency and decided to conduct the procedure. The physician noticed fray in the sheath tip upon opening the package of the device, but he used the device since he thought it would not be an obstacle to advancement of the delivery system. However, the delivery system would not advance. The device was changed with another one with a lager diameter. The replacement could advance through the access route and the stent graft was placed in the target site. Patient outcome: there have been no adverse effects to the patient reported.